Manufacturer narrative:
(B)(4). The customer indicated that the complaint product was not available for return to carefusion. As a result, an evaluation could not be performed. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the manufacturing process that would have contributed to the reported issue. A review of the complaint system was performed for this product over the last five years. There have been no other reported complaints of any kind on this product. The reported issue will continue to be trended and monitored by carefusion. This appears to be an isolated incident. The instructions for use (IFU), which is included in the plastic bag with the product, states the following: position the patient in accordance with facility protocol. Thread the fastener tabs (a) through the flanges of the tracheostomy tube plate. Bring fastener tabs back over the flange to desired area and secure to the loop material (b). Adjust the wide fastener tab (c) to the desired length and secure to the loop material (d). Cut off excess material (d) and discard. In addition, the IFU states that the device can only be used one time: for single patient use. Change holder daily or more frequently as required. Change after patient bathing. Disposable. Do not wash. The customer reported that the product was used on a patient for ¿a little less than a month¿. The root cause was determined to be misuse of the device by not following the instructions for use. The instructions for use for this device was sent to the customer.

Manufacturer narrative:
(B)(4). Reporting facility indicated that the complaint device is not available for return and evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Trach tie is cutting into patients necks.